Event description:
Patient reported left side rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, opening and underweight. A microscopic analysis was performed which identify an opening striated in the radius side, two broken striated anterior side . Based on the device analysis the final assessment is: a striated opening in the anterior side assessed as surgical damage. Two broken striated in the anterior side assessed as surgical damage.

Event description:
Patient reported left side rupture. Device has been explanted.